Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The tip of the newport screw inserter snapped off during surgery. There was no patient injury reported. Additional clinical information was requested but not received from the distributor at the time of this report.